Event description:
From staff: one ortho trauma pack with lot number 120601, manufacturer date [redacted date], and expiration [redacted date], was found to have its towels contaminated with red and yellow flecks. No other items in the pack appeared to have any red or yellow flecks on them, nor was there anything in the pack that matched those colors. The flecks were unable to be removed from the towels.